Event description:
The complaint is reported as: the bulb in the handle has been tested and was working intermittently. Attempts were made to tighten the bulb and it worked temporarily, however, minutes later it would no longer work. The alleged defect occurred during pre-testing, prior to patient use.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation, however, the investigation report is not complete at this time. A follow-up report will be sent upon completion of the investigation report.